Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that pacing impedance measurements were unable to be measured during the attempted implant of this right atrial (ra) lead. Additionally, the lead exhibited noise when connected to the device header. It was noted that a firm stylet was used and was thought to have potentially contributed to a problem. The lead was attempted, but not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.